Event description:
.

Manufacturer narrative:
Sorin group received a medwatch for a cardioplegia and arterial pump that stopped during a case. Sorin group quality rep contacted the biomed technician, who indicated that there were three occurrences of pump failures. In all three cases, there was no pt injury. In two cases, the arterial pump stopped during a procedure. The perfusionist followed the directions as provided in the instructions for use and hand cranked until power down and restart could be completed. In the third case, a cardioplegia pump stopped, but readjusting the speed pot restarted the pump and the case was continued. In each case, the customer, following the instructions in the service manual, performed the speed pot test and found that the component failed. The speed pot was replaced. The failure was then exhibited in other pumps and again traced to the speed pot. The speed pots that required replacement were installed by the customer in 2008. Based upon the info that the pots were all installed during the same period and were identified with the same lot number, the customer filed the medwatch. The s3 roller pump is mfg by foreign country's MFR, who has been made aware of this report. The three speed pots have been returned to them for eval. A follow-up report will be forwarded when additional info is made available.